Event description:
Pt's foley catheter balloon broke and cath fell out. Pt had elective repair of cystocele in 2001, was discharged the next day to have vag packing removed in 2 days and cath removed in 7 days. Came to hosp; cath replaced 2 days post op (note that cath fell out with balloon intact.